Event description:
Healthcare professional reported left side "exchange with no complaints against the device." Healthcare professional later reported "implant was deflated when pt. Consulted with us." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: creases are observed. Yellow particles on device inner surface are observed. Black particles on device outer surface are observed. Broken plug strap assessed as unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "exchange with no complaints against the device." Healthcare professional later reported "implant was deflated when pt. Consulted with us." Device has been explanted and replaced.